Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of reused equipment and bacterial peritonitis with culture positive for staphylococcus epidermidis in a patient coincident with bieffe formulae 55 therapy for continuous ambulatory peritoneal dialysis (capd) and end stage renal failure. On an unreported date, the patient reused equipment and on (B)(6) 2011, the patient experienced bacterial peritonitis, manifested by abdominal pain and cloudy effluent. On the same day, the patient started remedial treatment with oxacillin, 2g, 500mg 4x/day, ip. On (B)(6) 2011, treatment with oxacillin ended and on (B)(6) 2011 treatment began with claforan (cefotaxime) 2g, 500mg 4x/day ip and gentamicin 80mg intramuscularly (im). On (B)(6) 2011, the patient began remedial treatment with cefacidal 2g, 500mg 4x/day ip. On (B)(6) 2011, claforan and gentamicin were discontinued and on (B)(6) 2011 cefacidal was discontinued. The physician believed the bacterial peritonitis was life threatening and caused by reused equipment. On an unreported date, the bacterial peritonitis resolved. The outcome of the reused equipment was not reported. Bieffe remained ongoing and unchanged. The physician considered the event of bacterial peritonitis with culture positive for staphylococcus epidermidis to be unrelated to bieffe formulae 55, however did not provide an assessment of causality for the event of reused equipment.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is user error-poor aseptic technique.